Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the certas valve was implanted in a patient due to idiopathic normal-pressure hydrocephalus (inph) via l-p shunt in (B)(6) 2020 with unknown setting and was used with a lumbar catheter. On unknown date, the valve was positioned inverted about 150 degrees and the setting could not be changed due to its invert. However, the patient's symptoms was improving and the physician decided to see how it went for a while. Additional information received indicates that the patient had no symptoms to the valve inverting and has recovered.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The valve was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.